Manufacturer narrative:
A ge rep evaluated the system and replaced a handle. System operates as intended.

Event description:
Customer reported the system has a broken steering handle. System operates as intended.